Event description:
Customer reported receiving a "hi" glucose reading from their freestyle flash meter and reportedly "took too much insulin". Customer reported experiencing symptoms of nausea and loss of consciousness afterward. Paramedics were called and treated customer with "glucose water". Customer was then transported to hosp, where she was diagnosed with severe hypoglycemia and continue be treated with "glucose water", peanut butter, crackers and milk. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.